Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had an infection at the ipg site since implant. Symptoms of pain, nausea, fever and fluid discharge in the back were noted. The patient was placed on antibiotics and underwent an explant procedure. The infection was not device or procedure related and the cause was unknown. The patient was reportedly doing well postoperatively. The explanted ipg and leads were not returned.